Manufacturer narrative:
The insulin pump was received with blank display due to corrosion on lcd board. The pump was received with minor scratched display window, cracked reservoir tube lip and missing end cap sticker.

Event description:
The customer reported via phone call of a blank display from the insulin pump. The customer's blood glucose level was 117 mg/dl. The customer stated that the screen is completely blank even with a new battery in. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.